Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 unit of lot: c1756800 of echo-hd-22-ebus-o was returned opened not in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22 jan 2021. The needle was found to be broken distally approx. 2.3cm from the needle tip. The stylet was unable to be inserted fully most likely due to the distal needle break. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number: c1756800 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1756800. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It is likely that a distal kink occurred initially as per complaint description ¿I thought maybe the needle was bent¿ potentially due to tortuous position or hard cartilage been passed as four passes were made. The difficulty retracting the needle back into the sheath would likely be due to the kink. Both the wiggling of stylet when re-inserted and the retraction motion possibly then led to the distal needle break resulting in the stylet advancement issue observed during the lab evaluation. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle part was retrieved by biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to the update of the imdrf codes removing a040609 - material twisted/bent- from the a codes on 15-oct-2023.

Manufacturer narrative:
K160229 - 510 k #. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was returned and evaluated on the 22-jan-2021, this supplement report is being submitted to include this new information within section d & h.

Manufacturer narrative:
K160229 - 510 k #, annex g imdrf code: g04092 - needle. 1 unit of lot c1756800 of echo-hd-22-ebus-o was returned opened not in its original packaging. The device involved in the complaint was evaluated in the laboratory on 22 jan 2021. The needle was found to be broken distally approx. 2.3cm from the needle tip. The stylet was unable to be inserted fully most likely due to the distal needle break. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o of lot number c1756800 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1756800. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It is likely that a distal kink occurred initially as per complaint description ¿I thought maybe the needle was bent¿ potentially due to tortuous position or hard cartilage been passed as four passes were made. The difficulty retracting the needle back into the sheath would likely be due to the kink. Both the wiggling of stylet when re-inserted and the retraction motion possibly then led to the distal needle break resulting in the stylet advancement issue observed during the lab evaluation. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle part was retrieved by biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
(B)(4) - 510 k #. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per customer - (B)(6) 2020 - I had an ebus procedure yesterday and the needle that I was using broke off inside the patient¿s airway. We have been using the cook needles for years and this has never happened before. It was the echo-hd 22-ebus-o. The lot number is c1756800 and the ref number is (B)(4). We weren¿t doing anything unusual for this to happen either. I pierced the node and we couldn¿t see the needle on ultrasound so I put the stylet back in to try to wiggle it and see if we could see it, but the stylet wouldn¿t go in all the way, so I thought maybe the needle was bent and we decided to switch to a new needle. But when I tried to pull the needle back into the sheath I met some resistance and then felt it give and we took it out. At that point we could see a portion of the needle still in the patient¿s airway. It was crazy! I didn¿t know if you¿ve ever had anything like this before or not. Per customer - (B)(6) 2020 - needle was introduced easily and sheath was removed, but was not able to be seen in the ultrasound image. When I tried to reintroduce the sheath it would not go in completely. I then tried to retract the needle and met resistance, but I felt it give and was able to retract it. We switched needles then and upon entry we were able to view the remaining part of the previous needle which we then were able to remove using biopsy forceps. The patient did not require further care. The customer has been asked to provide the answers to the following questions. -ms 03dec2020. Did any unintended section of the device remain inside the patient¿s body? Temporarily if yes, please describe. It was able to be removed using biopsy forceps was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. The customer has been asked to provide the answers to the following questions. Ms 03dec2020. Example of rpn prefix - echo. For all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Needle broke off at distal end please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). Lungs if lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.10l please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Changed to a different cook needle once the broken needle was removed was the device used in a tortuous position? Are images of the device or procedure available? Was the device damaged in packaging before removal? No was the device damaged on removal from packaging? No was force required to remove the device? No for complaints occurring during use (once in contact with endoscope), also ask: what is the endoscope manufacturer and model number that was used? Olympus bf-uc180 was the scope recently service/repaired? No was force required on insertion of device into scope? No was resistance felt while inserting the device through the scope? No when was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction was the syringe used during the procedure, after the stylet was removed? No was difficulty experienced while retracting the needle? Yes was it possible to be fully retract before removing the needle from the patient? Yes was gaining access to the targeted site difficult? No was the endoscope in a flexed or twisted position at any time during the procedure? No was puncture of the targeted site difficult? No was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed when advancing into the target site? No how many samples were obtained with this needle? 4 did any section of the device detach inside the patient? Yes, temporarily until removed using biopsy forceps if the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? No was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No was there difficulty in attaching or detaching of the device leur lock to the scope? No if device is a procore needle, is the kink located distally at the notch / core trap?